Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the a malfunction occurred. Customer's blood glucose level was 84 mg/dl. Reportedly, the malfunction was cleared and insulin delivery resumed.